Event description:
An atty is alleging that his client was injured by a heating pad.

Manufacturer narrative:
This product was examined on august 27, 2015, at the office of the consumer's attorney. Product was temperature tested and was within ul 130 limits. The 2 hour auto-off worked as expected. Consumer admits to laying on the heating pad which is abuse of the product and a violation of the instructions and warning provided. Consumer admits to sleeping while using the heating pad which is a violation of the instructions and warnings provided. There is an instruction that states, "burns can occur regardless of control setting, check skin under pad frequently" and consumer failed to perform that instruction. This incident is the direct result of consumer misuse/abuse of the product.

Event description:
Consumer claims that he was in a reclining chair and the pad was on the arm rest. He fell asleep with his arm on top of the pad. He alleges he received a burn injury on the underside of his arm that required skin graft surgery.